Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that in the labor and delivery unit, a pregnant patient was given two infusions. The first infusion of magnesium sulfate at 50ml/hour and the second infusion of lactated ringers at 75ml/hour. The clinician found the pump shut off unexpectedly. The patient stated that the pump had turned off and that they had not received the medication for a few hours. The clinician indicated there was no injury to mother or child and the event occurred at 12:55am. There was patient involvement and no harm.